Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). The procedure was completed using a replacement device. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).